Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove and inspect the cartridge and its components, clean the pump's pneumatic tap area, and reload the cartridge. The customer successfully completed the load process and resumed insulin delivery.